Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 45 mg/dl, and the meter bg reading was 440 mg/dl. The customer consumed ¿many¿ carbohydrates without blousing to address the low bg reading and the pump suspended insulin as intended based on low cgm reading. The customer was hospitalized for bg of 440 mg/dl, diabetic ketoacidosis and increased heart rate. Customer was treated intravenously with saline, insulin, and potassium. The customer was released from the hospital on (B)(6) 2020 with issue resolved. Customer experienced blurred vision but no permanent damage.